Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device restarted/rebooted on its own. The complainant alleged that they used another battery and the device rebooted power on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable on the battery interconnect board. The flex cable was replaced to resolve the condition. Analysis for reports of this type has not identified an increase in trend.